Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient saw an unspecified high reading on his cgm and responded by self-administering insulin accordingly. The patient then went for a drive, during which he suffered from a hypoglycemic event and met with a car accident, sustaining bumps and bruises as a result. The patient was unable to elaborate on the exact symptoms he experienced during the car drive that led to the accident, but stated that he felt very unwell. Paramedics were then called on site and then patient was transported to a hospital where he was treated with glucose. Although no blood glucose measurements were taken at the time of the incident, the patient stated that he suspects his cgm had been reading inaccurately. The patient was discharged from the hospital the following day and had fully recovered from the incident at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.